Event description:
A us distributor reported that an integrated battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (will not power on) was isolated to a damaged power supply connector. Additionally, the charger was unable to charge a battery due to a contaminated battery board. The root cause for the damaged power supply connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.